Event description:
Customer reported receiving calibration error and bad sensor alerts. The blood glucose reading was 220 mg/dl. Customer stated that the bad sensor alert occurred after the second consecutive calibration error and after the initialization period. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.